Event description:
The customer contacted physio-control to report that their device unexpectedly shut down after a power cycle. There was no patient use reported with the event.

Manufacturer narrative:
Root cause was determined to be a loose kepnut on the battery pin. Section h11 of the initial medwatch report indicates: a loose captive nut on the battery bay 1 battery post was identified and tightened. Section h11 of the initial medwatch report should indicate: a loose kepnut on the battery bay 1 battery post was identified and tightened.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio downloaded the device's electronic records from the event for review and was unable to verify the reported issue. A loose captive nut on the battery bay 1 battery post was identified and tightened. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down after a power cycle. There was no patient use reported with the event.